Event description:
Additional information was received from a healthcare provider (hcp) reporting that the stimulator was completely dead. The hcp read a note indicating that on (B)(6)2019, a manufacturer representative (rep) indicated that the battery was at eos in (B)(6)2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that the scs was not working. No symptoms were reported and no further complications were reported.